Event description:
A consumer whose indication for use is urinary dysfunction/gastrointestinal reported the patient had been dealing with a urinary tract infection (uti). It was over and cleared now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.